Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 100 bd discardit¿ syringes were missing label information. The following information was provided by the initial reporter: "...where there is no printing description of mrp/expiry date/batch".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 309110 and lot number 2108504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation; however, the retained samples did not confirm the reported issue. Based on the investigation results, a manufacturing related cause could not be determined for this incident. H3 other text : see h.10.

Event description:
It was reported 100 bd discardit¿ syringes were missing label information. The following information was provided by the initial reporter: "...where there is no printing description of mrp/expiry date/batch".